Manufacturer narrative:
Results pending completion of evaluation.

Event description:
On (B)(6), 2012, CT revealed that the right limb of the gore excluder aaa endoprosthesis device had migrated out of the aneurysmal iliac.